Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned. The lot number was confirmed with the packaging returned with the device and the hub. During visual inspection, the catheter shaft was kinked bent 21.7cm, 73.4cm and 63cm from the proximal of the hub. The catheter tip was intact. The catheter hub was intact. There was no visible delamination in the hub. During functional inspection, a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The catheter could not be flushed. A demo guidewire was attempted to be advanced through the catheter, the guidewire was advanced 6.4cm into the hub had could not be advanced further. The 0.058" patency mandrel was attempted to be advanced and could not be advanced. The 0.0158" patency mandrel was advanced distally and was met with the same blockage at the same location. The catheter shaft was cut 6.4cm from the proximal of the hub and what appeared to be ptfe (polytetrafluoroethylene) inner lining was identified in the shaft. The patency mandrel was advanced though the hub and material exited the cut shaft. There appeared to be contamination on the ptfe inner lining. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use, the catheter was flushed to facilitate the guidewire insertion. It was an aneurysm embolization case. The operator prepared to use double microcatheters to support. Used guidewire to deliver non-stryker microcatheter to go into aneurysm lumen and then placed subject microcatheter. However the same guidewire could not be delivered to go into this subject microcatheter. The operator replaced the subject microcatheter with another microcatheter from other brand to continue the procedure. The operator felt the guidewire had no problem because it could go through two microcatheters from other brand so he complained about the subject microcatheter. The catheter shaft was kinked/bent. The catheter could not be flushed. A demo guidewire was attempted to be advanced through the catheter, the guidewire was advanced 6.4cm into the hub had could not be advanced further. The 0.0158" patency mandrel was attempted to be advanced and could not be advanced. The 0.0158" patency mandrel was advanced distally and was met with the same blockage at the same location. The catheter shaft was cut 6.4cm from the proximal of the hub and what appeared to be ptfe inner lining was identified in the shaft. The patency mandrel was advanced though the hub and material exited the cut shaft. There appeared to be contamination on the ptfe inner lining. The guidewire was not returned for analysis. The catheter shaft may have been damaged due to handling of the catheter during unpacking or during preparation. The subject microcatheter ptfe may have been damaged when friction was encountered during the procedure. The contamination was most likely attached post procedure. The as reported event of catheter hub friction as well as the analyzed events of catheter shaft kinked/bent, catheter shaft blocked/occluded, catheter, difficulty advancing guidewire and catheter ptfe inner lining peeling will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The catheter (subject device) was returned for analysis and was examined. During device investigation and analysis, it was discovered that the catheter (subject device) ptfe (polytetrafluoroethylene) inner lining was identified in the shaft. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.